Event description:
Probe frosted up the shaft. Probe tested per IFU and passed. When actual treatment started the shaft of the probe froze. The physician protected the skin, the patient tolerated the case.

Manufacturer narrative:
Probe tested via simulated use testing to confirmed reported issue of shaft frosting. Probe failed functional test, further testing found that the vacuum sleeve was the cause of the frosting.